Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector and a fuse were replaced. The system was then found to be operating as intended.